Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 stapler instrument locked up and the surgical staff was unable to open the instrument's jaws. When the surgical staff removed the stapler instrument, unspecified tissue ripped and extensive bleeding occurred. Therefore, the procedure was converted to open surgery. The estimated blood loss associated with the event is unknown. In addition, it is unknown what medical intervention or repair was rendered due to the tissue injury and bleeding. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The sureform 45 stapler instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. An isi advanced failure analysis (afa) engineer conducted a stapler log review and found the following: the logs show sureform 45 stapler instrument (part #480445-04, lot #t90220518-0031) was installed on the system and nine times, and engaged successfully on the first install only. The instrument failed to engage with the system for the subsequent eight installs, showing as error code 22020 in the logs. Parameters of the errors indicate the roll axis hard stop check failed in each instance. On the 1st install, the user fired a blue reload with no pauses for compression. Per the logs, there were no incomplete clamps, incomplete unclamps, or firing failures. The logs did not show the use of the manual release key or emergency stop button. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument locked up on tissue and the customer could not open the instruments jaws. When the surgical staff removed the stapler instrument, it ripped unspecified tissue and extensive bleeding occurred. As a result, the surgeon converted the case to open surgery. It is unknown what medical intervention was rendered due to the operative complications.